Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported constant irrigation and a footswitch operating intermittently during a cataract with intraocular lens implant procedure. The procedure was completed with no delay and no harm to the pt.